Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Visual inspection revealed a puncture hole approx.55 millimeters (mm) in the insulation from the tip region of the lead which was consistent with a backloaded guidewire escaping the lumen. Continuity testing passed indicating conductors were intact. Hipot test passed indicating no electrical shorts between conductors. A pressure test passed although visual inspection revealed a puncture hole in the insulation approx. 55 millimeters (mm) from tip of lead. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities other than induced damage from puncture in insulation during implant procedure. The lead tip appeared intact and undamaged. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that the stylet went through the insulation upon trying to load it. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that the stylet went through the insulation upon trying to load it. This lead was never in service. No adverse patient effects were reported.